Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has been implanted with two scs systems. One of the systems contains a percutaneous lead and the other system includes a surgical lead (reference MFR report: 1627487-2014-05273) the pt reported he is no longer receiving effective stimulation. The pt stated that one of the leads no longer provides stimulation to his left arm. The other lead provides stimulation to his legs as intended, however, it is not providing adequate relief. The pt stated he will follow up with his physician to determine...